Event description:
A baxter engineer reported a pump that has an "accuracy problem - went slow then went to fast." It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional contact information is available.